Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that power button of point of care unit (pcu) front case was not working and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer complaint that the pcu keypad power button was not working was confirmed and replicated during functional testing. Inspection: external and internal inspection was performed on (qty 1 p/n tc10013664). During external inspection, the returned keypads were observed in good condition with no obvious issues observed. During internal inspection, the returned keypad was observed with signs of fluid ingress near where the flex cable meets the circuit layer. Test results: the returned keypad failed the maintenance keypad test due the keypad powering on the device immediately after connecting to the fixture which results in the system on key failing to power on the device after the device has been turned off. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 13-feb-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 06-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device h3 other text : only keypads were received for investigation.

Event description:
It was reported that power button of point of care unit (pcu) front case was not working and needed to be replaced. There was no patient involvement.